Event description:
It was reported that while performing an idiopathic left ventricular tachycardia (l-idvt) procedure using rmt, a pericardial effusion was noted on ice after 3 lesions were delivered at the lv apex. The physician performed a pericardiocentesis and the caller states that 4-5 l of fluid was removed. The patient remained unstable, and the CT surgeon opened the patient's chest in the ep lab. The caller states the surgeon told him there was a "hole blown through apex of lv" and that he believed the patients' "friable tissue" was a factor in the incident. At this time, the patient is stable and in the ICU. Upon request, the bwi field representative provided additional information on the event. The patient was a somewhat healthy older male who, when on the ep lab table, did not demonstrate bigeminal pvcs as he did clinically during a stress test on a treadmill. The ep had him move his legs up and down which helped to promote pvcs in order for us to map. We then had a viable pvc template to reference and began creating a sound map of the left ventricle (lv) map. Upon sound mapping we visualized a base-line effusion when looking at the lv. We then created fam geometry while pace mapping (good, better, best) and acquired voltage points. We found the area of our "best" 12/12 pace map which was in the lv apical region. About three-four rf energy lesions at 42 watts were applied to the surrounding area using the navistar rmt 4 mm catheter. During the last lesion, navistar rmt 4mm temperature appeared to rise gradually. Moments after, we noticed that there was substantial pericardial effusion while blood pressure remained somewhat stable.

Manufacturer narrative:
Since no lot number was provided, no device history record review could be performed. Concomitant products: carto 3 system: model #: m-4800-01, serial #: (B)(4). Stockert 70 system: model #: m-5463-01, serial #: (B)(4). Soundstar 3d 10f-90: model #: m-5723-05, lot #: OEM_m-5723-05, OEM dist/lot: unknown. Product investigation will not be performed since the catheter will not be returned for analysis. Generic - webster hexapolar - deflectable: model #: webster hexapolar - defl, lot #: unknown_webster hex defl. Product investigation will not be performed since the catheter will not be returned for analysis. Cool flow pump, u.s. Ship kit: model #: m-5491-02, serial #: unknown. Regarding the biosense webster systems, the customer was contacted by bwi field service engineer. The hospital ep lab staff advised that this issue was not related to bwi systems. The customer declined system service. (B)(4). Pericardiocentesis was performed and blood pressure began to fall rapidly after about 12 minutes. The arterial pressure was loss as well and the patient flat-lined to which we called out. CPR was then performed as the patient showed tamponade. The patient then demonstrated widely varying aberrant rhythms with bouts of vfib - which he was shocked out of and was eventually opened up to repair the lv abnormality. The patient remained unstable for over an hour. The ep never discussed his opinion of the perforation. The CT surgeon stated there seemed to be areas in the patient's heart that were thin/composed of friable tissue. The CT surgeon point out some specific anatomy malformations, however, there were no known diseases prior to the ablation procedure. There seemed to be no difficulty in manipulating the catheter. The ep maneuvered his catheter with the use of stereotaxis. The user did not notice any abnormal signals, however, the temperature ablation data on the stockert 70 system indicated a slight rise of the navistar rmt 4 mm catheter. The effusion was noticed after the last ablation via ice. The rf generator was set to "power-control" mode at 42 watts. The power was constant before the event. The temperature cut-off setting was unknown and the flow setting was set to 30 ml/min. It is unknown what type of sheath was used with the ablation catheter. It is unknown the patient's act level but was stable through the entire procedure prior to the effusion.